Event description:
During the tka surgery, the drill have broken in the patient's bone in 2008. The fragment remains in the patient's body.

Manufacturer narrative:
Device is not available for evaluation. Additional information has been requested and if received will be provided on a supplemental report.